Event description:
The customer reported that the bedside monitor at (B)(4) displayed the message 'acuity loss connection' and the hdu system rebooted unexpectedly. This event was similar to three previous events on the network. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. The system was down approximately 3-5 minutes. Upon rebooting, the system's clock was off (forward) by an hour. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.